Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a rectum procedure, the device would not staple but it did cut. The surgeon stapled the rectum again to create the colorectal anastomosis. For that, he had to cut the rectum again. Completed the case with the same like product. There was no pt consequence.